Event description:
It was reported that the patient had a driveline exit sit infection. The patient developed drainage after trauma in (B)(6) 2023, then started doxycycline. The patient was positive for corynebacterium. The patient underwent driveline debridement on (B)(6) 2023 and (B)(6)2023. The patient was hospitalized on (B)(6) 2023 due to worsening driveline infection and underwent exploration and debridement on (B)(6) 2023. The infection was traced into the right abdominis rectus muscle and the culture was positive for presumed corynebacterium striatum. The patient subsequently underwent omental flap creation and driveline wrapping on (B)(6)2023. The patient was discharged home on intravenous vancomycin. The patient was started on 600 milligrams of zyvox 10 days a month which was started on (B)(6) 2024. The patient was then transitioned back to intravenous vancomycin after readmission and continued on it. The pump was eventually exchanged on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not conclusively be determined through this evaluation. Heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-(B)(6), was returned assembled with the pump cable severed approximately 4¿¿ from the pump header. The distal portion of the pump cable (including the inline connector) was returned in one segment measuring approximately 21.5¿¿. The modular cable was returned attached to the pump cable inline connector. The outflow graft and the outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of the pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured events consistent with the reported pump exchange. The retrieved data appeared to capture the device functioning as intended. Mlp-(B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, and section 4 of the patient handbook instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, " provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap". Section 4 of the patient handbook, ¿living with the heartmate iii¿, also contains information regarding how to clean and care for the driveline. This section instructs the user to wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.